Event description:
It was reported, the pump did not work and would need to be replaced the following week. It was not known why the pump was not working, but it had not worked in a while because 1 month prior an explant surgery was aborted. The health care provider tried to remove the pump but had to abort the surgery due to complications. The complications were due to the patient¿s heart. The patient¿s heart issues had been treated and now the patient was going to have surgery to replace the pump next week. There was still drug present in the pump. The pump was initially reported as a ¿morphine pump¿ but it was later reported the pump was being used to deliver dilaudid. The patient was having an MRI of the head/brain at the time of the report. It was later reported, the patient had increased pain due to end of battery life. It was reported that the elective replacement indicator was in 3 months on 2013 (B)(6). The patient felt as though the intrathecal pump was not working as well as it had previously. F fluoroscopy performed on 2014 (B)(6) showed the catheter appeared to be patent and there was no evidence of leak in the system at any point. The tip was t9 intrathecally. The patient was unable to undergo surgery for pump replacement due ot blood thinners the patient was taking. The event required a decreased rate to help extend pump battery life on 2014 (B)(6). The pump was replaced on 2014 (B)(6). The device was disposed of according to biohazard instructions. The catheter was spliced on the same date. The catheter splice was not event related. The event resolved without sequelae on 2014 (B)(6). The event was related to the device or therapy and not related to the implant procedure. The pump was being used to deliver dilaudid and bupivacaine. The severity was noted as ¿mild.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).